Event description:
It was reported that during an acessa procedure on (B)(6) 2025, there a tabletop generator indicator (ttfg) that would not stay on after the ttfg was plugged into the system. The staff checked the ttfg cable and the ttfg placement and confirmed both were correct. The system power cycled and an error was receieved when it powered back on that stated guidance failure, no tracker and there was no green check on screen to indicate the ttfg was connected. The system power cycled multiple times and the ttfg cable was unplugged and re-plugged from both the system and the ttfg which did not resolve. The physician chose to abort the procedure where no 3d guidance could be used. After testing the system on site with additional equipment, it was discovered that the issue was with the generator. The testing successfully connected the ttfg to the uui system with the same ttfg cable with no errors and connection issues. The system worked as intended after switching the console. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
Device was returned: external visual inspection noted no signs of damage or misuse on the console. The console could not pass the boot screen and was not responsive. An attempt was made to power cycle the console, but the error could not be bypassed. The ablation and coagulation test could not be conducted due to the console not responding to multiple attempts. The console was unresponsive. The reported issue could not be tested due to this reason. A software issue was identified.